Event description:
It was reported that five (5) homechoice cassettes were damaged/scratched. The event was further described as two of the lines on the right side of cassette "are scratched¿. This was observed during priming of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). H11: the device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to g4: PMA/510k # or bla #: k923065 (previously submitted as ni) additional information was added to d9, h3, h6 and h11. H11: three (3) actual devices were received for evaluation. A visual inspection with the naked eye noted scratches on the patient line and supply line tubing in the proximity of the tack weld. The scratches / scuffs noted on the tubing is considered a minor defect / cosmetic appearance and does not affect the functionality of the set. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to manufacturing caused by the grippers during the automation assembly. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.